Manufacturer narrative:
H3: product analysis- customer complaint ¿it becomes cloudy.¿ was confirmed. Service found that damage to the outer tube and distal tip and damage to the internal lens were confirmed. It was confirmed that the manufacturer needs to be repaired. Service has not been performed pending customer order. H6: updated eval. Code result and eval. Code conclusion post analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of the returned device was not completed at the time of this report. A follow up report will be sent when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a medtronic representative regarding a patient implanted with a spinal product using an endoscope for an unknown spinal indication. It was reported that the endoscope became cloudy. There was a patient involved in the event. There were no patient symptoms or complications a result of the event. The product was used in operation field. However, it was hard to see, so it seems that the rep immediately replaced it with a different one. The reported product came in contact with patient and there was no impact to patient. There was no additional surgery or treatment/ revision surgery/ delay in overall procedure time/ hospitalization necessary as a result of this event. The product was not replaced by a medtronic product. They used another one and have it as a spare at hospital. No further complications were reported/ anticipated.